Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the tack of the device would catch on mesh pulling it away versus securing it. The tack was sticking out beyond the end of the tacker. There was no patient injury as reported. The tacks were able to fire normally from the device and able to penetrate and hold the tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.